Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The company representative replaced the cassette module. Preventive maintenance was performed. The system was then tested and met all product specifications. A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse technician reported that after the patient's first incision had been made, the system would not recognize the cassette. Two other attempts were made with new cassettes, but system still would not recognize them. The procedure was canceled and will be rescheduled once the system has been repaired. There was no patient injury reported.